Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. During the transseptal puncture, blood was noted in the pericardium. A pericardiocentesis was performed and the procedure was aborted. Therefore, no watchman products were used in the patient. The patient was stable.